Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported from a literature article that a leadless pacemaker (lp) exhibited high capture thresholds which required reimplantation. The patient condition was unknown.